Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tka on an unknown date. The patient was revised due to subsidence of the tibia. Everything was removed. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial subsidence. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. Correction: h6 impact code.